Event description:
It was reported to target that during a procedure while the physician was trying to inflate it and increased the pressure, the balloon ruptured. The procedure was successful with another unit. This event did not cause any complication or injury to the pt, who was reported in good condition after the case.